Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger/modem was prompting him to insert battery when the battery was seated in the charger. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) is currently underway. The reported problem (charger does not recognize battery) has been confirmed. Upon investigation, the charger/modem was resetting. The cause of the resets has been isolated to the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective charger/modem. The pt received a replacement charger/modem.